Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 195 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.